Event description:
Reporter stated that the surgeon had inserted a aq2003v three-piece silicone intraocular lens into the patient's eye and noticed the lens was torn. The incision was enlarged and lens was removed and replaced with another model lens and a suture was used to close the wound.